Event description:
It was reported that the tip of the device broke during surgery. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces were left inside the patient.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned anthology posterior hard inserter confirms the stated failure. From the analysis conducted during this investigation, it was concluded that the instrument fractured at the threaded tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts occurring while the inserter is not fully captured in the driver-hole platform of the stem. This device exhibits signs of repeated use and significant wear. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened.